Event description:
It was reported that during this transcatheter aortic valve implant procedure involving the evolut pro+ system, a second valve was implanted to replace the first valve. The reason for the implant of a second valve was not provided. Additional information received indicated during the implant procedure the first valve dislodged from the annular plane after final deployment. The second valve was implanted valve-in-valve. Additional information was received that a pre-implant balloon dilation was not performed. The patient had small anatomy that may have contributed to the dislodgement due to having 28% oversizing.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated during the implant procedure the first valve dislodged from the annular plane after final deployment. The second valve was implanted valve-in-valve.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves; implant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during this transcatheter aortic valve implant procedure involving the evolut pro+ system, a second valve was implanted to replace the first valve. The reason for the implant of a second valve was not provided.